Event description:
According to the event description: "at (B)(6) 2025, 1110am, ward 47a room 10 bed infusion pump was alarming, indicated air bubble. Infusion pump was running tpn smofkabiven (batch no:10tm3696). Noticed the smofkabiven peripheral parental nutrition bag was empty but the infusion pump indicated still have remaining 319.7ml to be infused. It was supposed to be completed around 1700hrs on (B)(6) 2025. Infusion pump was check upon morning handover - smofkabiven peripheral parental nutrition 1206ml, running 50.3mls per hour via the left brachial 20g intravenous cannula. Colorectal ho dr (B)(6), nss team dr (B)(6)e and nc (B)(6) informed. Ward nc (B)(6) notified."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the pump stated in the complaint were analyzed. The device history files were analyzed. The device history files from (B)(6) 2025 were investigated. A space line neutrapur was selected and the infusion started with a rate of 50,25ml/h and a volume of 1206ml over 24 hours at 5:17pm on (B)(6) 2025. On the next day at 8:53am the infusion was stopped, and a line change was performed. The infusion was continued. At 10:57am the infusion stopped because of the air bubble alarm. At this time, 886, 22ml was infused. No other abnormalities were found. The defect was assessed as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.